Manufacturer narrative:
E1: initial reporter address: (B)(6). H10: the actual device was not available; however, photographs and video were provided for evaluation. During visual inspection of the provided photographic samples, the effluent pre pump line was observed disconnected from the support plate. The reported condition was verified. There is no mark of solvent noted on the tubing. The cause of the condition is due to the absence of the solvent on the tubing during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from a disconnected tubing of the prismaflex m150 set during prime. There was no patient involvement. No additional information is available.